Event description:
It was reported that the needle did not retract. Pod was worn between 25 and 36 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received partially deployed. The slide insert was visible in the top housing viewing window and the linkage assembly was in the fully deployed state. The formed needle did not retract after removal of the top housing. The hard cannula was also found to be bent. As the hard cannula was exposed it could not be determined when or how these damages occurred. Inspection of the needle mechanism found that the needle was not seated in the slide retract. The slide retract was found to be damaged due to improper installation. The incorrectly installed hard cannula is confirmed as the cause of the reported needle mechanism failure. The investigation determined that the reported swelling during insertion was caused by the exposed formed needle. The damage in the hard cannula resulted in the needle being partially deployed, which was identified as the root cause of the skin condition swelling.